Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the electrical faults were due to driveline damage.

Event description:
It was reported that the patient's controller exhibited multiple electrical fault alarms. The ventricular assist device (vad) was ex changed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis results and to revise b1 to adverse event <(>&<)> product problem as the device was exchanged. Product event summary: the ventricular assist device (vad) and its associated driveline cable were returned for evaluation. The controller was not returned for evaluation. Review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection revealed yellowing of the driveline cable's outer sheath. This is an additional observation not related to the reported event. Capa00188 investigated driveline sheath damages. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Functional testing of the detached segment of the driveline cable did not identify any discrepancies that may have caused or contributed to the reported event. Visual examination of the driveline revealed contamination within the connector. The reported electrical fault alarm event was confirmed via review of the log files which revealed 73 electrical fault alarms logged since (B)(6) 2020 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Based on the available information and investigation conducted, the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. An internal investigation was opened under (B)(4) to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under (B)(4), the most probable root cause has been attributed to design/training issues. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 17-aug-2020 h3: yes dev rtn to MFR? Yes h6: patient ime code(s): e2401 h6: imf code(s): f1203, f08, f1905, f23, f26 h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 331, 180 h6: FDA conclusion code(s): 4309 additional information has been requested regarding the reason for device exchange, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller exhibited multiple electrical fault alarms due to driveline damage. The patient was hospitalized. The ventricular assist device (vad) was exchanged. The controller remains in use. No further patient complications have been reported as a result of this event.

Event description:
The controller remains in use.

Manufacturer narrative:
A correction supplemental report is being submitted to provide the controller status. Additional information has been requested regarding the reason for device exchange, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ driveline. Model #: 1104, catalog #: 1104, expiration date: 30-nov-2014, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 30-nov-2012. Labeled for single use: yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller exhibited multiple electrical fault alarms. The ventricular assist device (vad) was ex changed. No patient complications have been reported as a result of this event.